Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level at the time of incident was 27 mmol/l. Customer treated high blood glucose level with needle. Customer¿s current blood glucose level was 25 mmol/l. Customer reported loss of consciousness as a symptom related to their high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was activated at the time of incident. Customer did not allege pump was under delivering. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.